Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reportable during the implant procedure, a chimney technique was performed to perfuse the hypogastric artery. Initially, a possible tear in the iliac stent graft was reported; however, it was later confirmed that the possible tear was incorrect info. No intervention was performed. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4).